Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the "down" button was hard to press and the "ok" and buttons were making loud noises when pressed. This complaint is being reported because the reported isue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015.3 device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered up to the verify screen with auditory and vibratory features. The down arrow button was under responsive and did not spring back when pressed. Keypad cover was removed and a cracked button contact was found with the down arrow button. Unrelated to the complaint, a battery compartment crack was found to the left of the grip pad running from the threads to the case seal.